Manufacturer narrative:
(B)(4). Date sent: 8/9/2021. D4: batch # u5f61k. H6: component code =g02. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and without reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the sw3 located at the bottom side of the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged.

Manufacturer narrative:
(B)(4). Batch # unk. Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Unknown. If yes, how was the device removed? Unknown. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Yes, unknown of what the steps were. Did the jaws eventually open? No. Could you please clarify if there were any patient consequences? No patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No changes.

Event description:
It was reported that during a lobectomy the stapler was not able to open for second reload (jammed), they had to open a brand new stapler. Surgery was delayed 10 minutes. No patient consequences reported. No further information is available.